Event description:
This case was initially received via regulatory authority (ansm, reference number: r1815576) on 18-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of left implant in abdominal cavity") and allergy to metals ("allergy to nickel sulphate") in a (B)(6) female patient who had essure (batch no. B34622) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months after insertion of essure, the patient experienced headache ("headaches"), dyspnoea ("breathlessness"), insomnia ("insomnia"), restless legs syndrome ("restless legs"), dizziness ("one episode of dizziness"), affective disorder ("a few days prior menstruations, mood disorder more and more violents"), depression ("depression"), musculoskeletal pain ("arthromyalgia (wrist, elbow, ankle, neck)"), asthenia ("asthenia"), iron deficiency ("iron deficiency"), anaemia ("early signs of anaemia") and hypersensitivity ("hypersensitivity"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced uterine polyp ("two uterin polyps of 3 cm and 1 cm"). The patient was treated with antidepressants, homeopathic preparation, surgery (essure removal on (B)(6) 2018) and surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. In (B)(6) 2014, the headache had resolved. At the time of the report, the device dislocation, allergy to metals, dyspnoea, insomnia, restless legs syndrome, affective disorder, depression, musculoskeletal pain, asthenia, iron deficiency, anaemia, hypersensitivity and uterine polyp outcome was unknown and the dizziness had resolved. The reporter provided no causality assessment for affective disorder, allergy to metals, anaemia, asthenia, depression, device dislocation, dizziness, dyspnoea, headache, hypersensitivity, insomnia, iron deficiency, musculoskeletal pain, restless legs syndrome and uterine polyp with essure. The reporter commented: depression was treated with antidepressants for 6 months, but the treatment was ineffective so it was replaced by homeopathic treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the consumer or regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration of left implant in abdominal cavity") and allergy to metals ("allergy to nickel sulphate") in a 44-year-old female patient who had essure (batch no. B34622-invalid) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 3 months after insertion of essure, the patient experienced headache ("headaches"), dyspnoea ("breathlessness"), insomnia ("insomnia"), restless legs syndrome ("restless legs"), dizziness ("one episode of dizziness"), affective disorder ("a few days prior menstruations, mood disorder more and more violent"), depression ("depression"), musculoskeletal pain ("arthromyalgia (wrist, elbow, ankle, neck)"), asthenia ("asthenia"), iron deficiency ("iron deficiency"), anaemia ("early signs of anaemia") and hypersensitivity ("hypersensitivity"). In 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced uterine polyp ("two uterin polyps of 3 cm and 1 cm"). The patient was treated with antidepressants, homeopathic preparation, surgery (essure removal on (B)(6) 2018) and surgery (essure removal on (B)(6) 2018). Essure was removed on (B)(6) 2018. In (B)(6) 2014, the headache had resolved. At the time of the report, the device dislocation, allergy to metals, dyspnoea, insomnia, restless legs syndrome, affective disorder, depression, musculoskeletal pain, asthenia, iron deficiency, anaemia, hypersensitivity and uterine polyp outcome was unknown and the dizziness had resolved. The reporter provided no causality assessment for affective disorder, allergy to metals, anaemia, asthenia, depression, device dislocation, dizziness, dyspnoea, headache, hypersensitivity, insomnia, iron deficiency, musculoskeletal pain, restless legs syndrome and uterine polyp with essure. The reporter commented: depression was treated with antidepressants for 6 months, but the treatment was ineffective so it was replaced by homeopathic treatment. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.